Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-06682. It was reported that the patient presented for a generator change out procedure. Prior to procedure, it was noted that the device could not be interrogated, possibly due to low battery. The device was explanted and replaced. During the procedure, when the right ventricular lead was plugged into the new device, it exhibited high pacing impedance. The pacing systems analyzer confirmed the high impedance. The lead was capped and replaced. The patient was in stable condition.